Manufacturer narrative:
B7: patient medical history includes but is not limited to: chf, a fib, cad, hld, and of course aaa. D11: patient medications include but are not limited to: goxin, metoprolol, warfarin, furosemide, methimazole, allopurinol a4: corrected information.

Manufacturer narrative:
Images were provided to gore and an imaging evaluation showed the following: the length from the proximal end of the device to the proximal end of the lesion appears to be ~11 mm. There appears to be some contrast at the proximal end of the device. The contrast is more visible on the delayed CT. There appears to be a pair of lumbars that are patent. The lumbars appear to communicate with the aneurysmal sac. Possible type ii endoleak. According to the gore excluder® aaa endoprostheses instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2011, this patient was implanted with gore®excluder®aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, computed tomography (CT) scan revealed a proximal type I endoleak. On (B)(6) 2011, the patient underwent reintervention and an aortic extender component was implanted to treat the endoleak. The patient tolerated the procedure and the endoleak was resolved. On (B)(6) 2021, computed tomography (CT) scan for a suspected proximal type I endoleak. On (B)(6) 2021, the patient underwent reintervention and an aortic extender component was implanted to treat the endoleak. Angiography at this time determined the aneurysm had enlarged to 87mm however, the proximal type I was unable to be confirmed. The patient tolerated the procedure.